Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was unable to be reproduced. System error 345 was confirmed through a review of the event history log. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation found the cause to be a failed upstream sensor. The failed upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed "multiple 345 log errors." Any patient involvement, injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.